Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Pacing failure and high impedances were noted to the ventricular channel. Pt symptoms were bradycardia and discomfort. The subject pacemaker and lead were replaced.